Event description:
Patient was sitting up at the side of the bed towards the foot end, eating breakfast. Rn heard a loud crash/snap and ran into the room. The end of the patient's bed had snapped and broken; the patient had fallen backwards onto the bed.